Manufacturer narrative:
(B)(4). Additional information requested and the following was received? Can you please clarify, when the device "deployed clips that were not formed" did those clips drop from the device jaws unformed (versus being fired unformed)? The clips were not fed into the jaws properly, so the device was fired inside the patient for functionality. The jaws stayed closed, so the device was removed from the patient via the trocar without a problem, and another device was used to complete the case. How did the clips not feed into the jaws properly? Did the clips slow feed into the jaws? Did the clips feed sideways into the jaws? No information.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: it was reported that during a laparoscopic gastrectomy, the doctor confirmed the clips were not fed into the jaws properly and fired the device inside the patient without approaching the blood vessel. Then, it was found the jaws stayed closed. The deployed clips were not formed. Eventually, the device could be removed via trocar since the jaws clamped no tissue inside. Another device was used to complete the case. There were no adverse consequences to the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device "deployed clips that were not formed" did those clips drop from the device jaws unformed (versus being fired unformed)? How did the clips not feed into the jaws properly? Did the clips slow feed into the jaws? Did the clips feed sideways into the jaws?

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not open and deployed clips were not formed. The device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p9330x. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 8 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.